Manufacturer narrative:
The device remains implanted and functioning as intended. No lot numbers has been identified. The investigation is presently in progress. Article in, "seminars in interventional radiology" 2007; 24(3):307-311 acute compartment syndrome related to stent-graft exclusion of a popliteal arterial aneurysm. Authors: miller mj jr, stirling mj, chang yh, smith tp.

Event description:
The patient presented with a left popliteal aneurysm. During deployment, the device began to bow which resulted in the proximal migration of the device. In an attempt to minimize the bowing, the guidewire was advanced further and out of the fluoroscopic field of view. Following deployment of the first device, the distal guidewire tip was noted to be in a small branch of presumably the posterior tibial artery. The wire was repositioned and two additional devices were deployed. Following release of the third stent graft, the patient complained of mild tightness in his calf. Angiography demonstrated exclusion of the aneurysmal segment of the superficial femoral and popliteal arteries and a focal area of extravasation from a branch arising from the posterior tibial artery where the guidewire had previously been placed. Coil embolization was performed to the posterior tibial artery. The patient was transferred to the recovery unit in stable condition. Approximately 3 hours following the procedure, the pain worsened. Physical exam and diagnostics confirmed compartment syndrome of all four compartments. The patient was taken to the operating room and a fasciotomy was performed. The patient's pain improved, with no evidence of sensory loss or motor weakness.